Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is having trouble with their deep brain stimulation (dbs). It is not working. While attempting to transfer the call, the caller disconnected during hold. No patient symptoms were reported.